Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-25196. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Physical samples: the complaint (B)(4) has been evaluated. The batch 6005939 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g. Water marks, stains), or product is trapped in packaging (e.g. Trapped in weld). Complaint investigations. 10 unused sets was provided for investigation and were found within specifications. The following tests were performed: visual test according to wi version 1, the returned samples test passed. A batch record review was conducted resulting in the following: the 6005939 was manufactured according to the wi version (B)(4) manufactured in the machines 12, on 12/mar/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Trending: a query was run in database on feb, 04th, 2025 against malfunction code primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g. Water marks, stains), or product is trapped in packaging (e.g. Trapped in weld) and lot 6005939 and one other complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required. Reference samples: the complaint (B)(4) has been evaluated according to malfunction primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g. Water marks, stains), or product is trapped in packaging (e.g. Trapped in weld). The lot 6005939 in question was produced at reynosa ID site. Investigation process of the complaint was carried out in accordance with wi version 11. Complaint investigations. The reference samples were visually inspected. All test results were within specifications. The following test was performed: visual inspection: version.33 sample of the packaging area for products packed in multivac machines - sampler book for products packed on m.doc see attachment (B)(4) complaint test report.pdf for the details. Batch review: the batch listed in the trackwise complaint parent record was reviewed and confirmed to be accurate. Uno quick-set 60/9 sc1 meca was manufactured under systems, applications, and products (sap) code 1728394 and manufacturing lot number 6005939 on 12-mar-2024 and (B)(4) final units in the machines (B)(4) were manufactured. The batch record confirms this information. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no nc raised during production. No further actions are required.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue with 2 infusion sets cannula being kinked on (B)(6) 2024. The set was found to be kinked within 3 hours of insertion the site of insertion was located at abdomen and upper buttocks. Furthermore, the patient confirmed the introducer needle was ahead of the cannula prior to insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.